Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that recharger was not working and is dead, no power to the recharger. The light on power source and connector pins were reported to be fine. The patient reported that the ins was also dead and the implant needs to be charged. No patient complications have been reported because of this event.